Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, the luer snapped off from the cannula seal as soon as the insufflation tubing was attached. After it broke, the surgeon noted that the tubing was wrapped completely around the cannula, and there was not enough slack when he connected it. As the cannula cap was adjusted, the luer where it was connected snapped off. There was no insufflation lost, the cap was replaced, and the procedure was completed robotically with no patient injury. On 15-may-2024, intuitive surgical, inc. (Isi) received mw5154430 stating: "disposable cannula cap luerlock broke off, all pieces accounted for, no harm to the patient. Isi followed up with the clinical sales associate (csa), who was presented during the procedure, and obtained additional information: there was no injury to the patient. This occurred during the docking process before any instrument were inserted. The cap broke while they were repositioning the cords and trying to dock the arms to the cannulas.